Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b14051 and h13a07032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h13d11061 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is obtained, then a follow-up report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis and died coincident to peritoneal dialysis (pd) therapy. Cause of death was peritonitis, other unspecified complications and pneumonia. Prior to death, the patient was hospitalized for an unreported indication. The patient died in the hospital. Treatment was not reported. It was not reported if pd therapy was ongoing unitl the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 3 for this event.